Event description:
Procedure: lobectomy. According to the reporter: device was used articulated to the right. The knife moved forward slightly, but it became not to be moved on the way. Firing stopped. Tissue was ligated and the device cut off with scissors from the pt. Surgeon sutured the tissue.

Manufacturer narrative:
(B)(4).